Event description:
Event description: navitor valve was selected for implant using a large flexnav delivery system (ds). Pre-implant balloon valvuloplasty (pre-bav) was performed using an unspecified balloon. The same wire was reported to be used for pre-bav, pacing, and the valve implant procedure. During the procedure, the valve was able to be implanted. Upon removal of the delivery system, it was difficult to remove, and it was removed together with a xs, circulo guidewire. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. No patient complications. The patient was reported to be discharged.

Manufacturer narrative:
Product was not returned at the time of this report; therefore, no visual or physical analysis of the product could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that procedural and/or clinical factors have contributed to the event as reported. We reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Patient information was not provided; therefore, part a could not be completed. The sections left blank or unknown on this form could not be completed due to missing information. Attempts were made to gather additional details; however, no further information is available. Although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected because the system requires a value in h6(g). The medical device model/catalog number referenced in part d is not marketed in the united states and therefore does not have an associated u.s. Premarket submission number or gudid entry. A similar device (circulo) is marketed in the u.s. And has comparable design and functionality. This report is being filed to ensure compliance with 21 cfr part 803.